Event description:
An effusion was observed during a left atrial procedure. Access to the left atrium was obtained with a single manual transseptal punctures. While placing the catheter near the lspv, the patients blood pressure dropped. Pericardial effusion was noted with ultrasound and a pericardiocentesis was performed. The physician noted that due to unexpected patient anatomy the catheters entered the left atrial appendage. The patient recovered and was discharged normally. There was no malfunction of the device.

Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device.